Event description:
While pt was exercising on treadmill they said they received an electrical shock causing machine to stop. Treadmill was able to be restarted. There was no injury to pt and machine has been taken out of service.